Event description:
The company received a report where it was claimed that the tube was getting stuck at the larynx of the patient during the intubation procedure. The end clinician stated it was observed that the tube seemed wider than usual. Initial intubation was not possible so, a replacement tube was reinserted.

Manufacturer narrative:
(B)(4) is not distributed in the us; however, is a device of essentially identical design distributed in the us. Applicable 510k# for us distributed part is k841872. The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.